Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device did not have any voice prompts when the device was powered on. Without voice prompts, a lay user would not have the ability to follow voice prompts to properly use the device on a patient. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control has performed several attempts to reach the customer regarding the current status of the device but has been unsuccessful. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.